Manufacturer narrative:
The insulin pump was received with a cracked bleeding display, peeling keypad overlay, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, address label peeling and damaged and cracked batterytube threads. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump was crushed in a recliner at the movie theater and that the screen was crushes. The blood glucose reading was not known. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.